Event description:
The customer reported the device intermittently fails the paddles defib test segment of the shift/system check which is indicative of a condition that could impact the delivery of therapy. The reported condition presented during user initiated testing: there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently fails the paddles defib test segment of the shift/system check which is indicative of a condition that could impact the delivery of therapy. The reported condition presented during user initiated testing: there was no report of pt involvement. The cause of the issue was determined to be the paddle set. Phillips sent the customer a replacement paddle st to resolve this issue and the device was returned to service.